Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The hard drive was replaced as a precaution during the svc call. The sys was tested and found to be working as intended. And put back into svc.

Event description:
It was reported that the 9800 sys intermittently locked up during a case. The procedure was completed without further incident. No pt injury was reported.